Event description:
The user received erroneous results for three pt samples. Sample 1 initial creatinine result was 6.12 mg per dl on an aliquot sample, repeat result from the primary sample tube was 0.62 mg per dl. On (B) (6)2009, sample 3 from a (B) (6) male: initial calcium result was 5.7 mg per dl, repeat result was 8.4 mg per dl. The erroneous results were not reported and there was no effect on pt treatment

Event description:
The user received erroneous results for three pt samples. On (B) (6)2009, sample 2 initial creatinine result was 8.11 mg per dl from an aliquot sample, repeat result from the primary tube was 0.96 mg per dl. The erroneous results were not reported, and there was no effect on patient treatment.

Event description:
The user received erroneous results for three pt samples. On (B) (6)2009, sample 3 initial calcium result was 5.7 mg per dl, repeat result was 8.4 mg per dl. The erroneous results were not reported, and there was no effect on pt treatment.

Manufacturer narrative:
The field service representative determined the cause to be r1 probe, r2 probe and reagent on the cuvettes. He realigned the r1 and r2 probes and changed the sv valve for r1 and r2. To verify the analyzer performance, he performed qc which was within specifications.